Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, a sudden increase in ventricular thresholds were noted. Several noise episodes were diagnosed as arrhythmia but no inappropriate therapy was delivered. The lead was explanted and replaced.